Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.

Event description:
Customer reported receiving an inaccurate (low) glucose reading of 59 mg/dl from her freestyle blood glucose meter. Customer reported experiencing "dizziness, irritability and fatigue." Her physician sent her to a lab where a reading of 609 mg/d was obtained. Customer was admitted to south lake hospital where she was diagnosed with diabetic ketoacidosis and treated with 20 units of insulin initially and another 10 units later.